Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0131) on (B)(6) 2015. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('an embedded coiled portion of gray metal wire.'), salpingitis ('subacute salpingitis') and heavy menstrual bleeding ('huge blood clots and monthly cycles lasting 15+days') in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, pap smear abnormal, d & c, ovarian cyst, fallopian tube enlargement, pelvic pain and hyperemia. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and migraine ("migraines that are debilitating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue") and polycystic ovaries ("being tested for pcos"). The patient was treated with surgery (endometrial ablation on (B)(6) 2013 and laparoscopy, bilateral partial salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, salpingitis, heavy menstrual bleeding, weight increased, alopecia, migraine, fatigue and polycystic ovaries outcome was unknown. The reporter considered alopecia, embedded device, fatigue, heavy menstrual bleeding, migraine, polycystic ovaries, salpingitis and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2010. Discrepancy noted in date of removal: (B)(6) 2016 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, salpingitis lot number:678812 manufacturing date: 2009-09 expiration date:2012-09 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 26-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('an embedded coiled portion of gray metal wire.'), salpingitis ('subacute salpingitis') and heavy menstrual bleeding ('huge blood clots and monthly cycles lasting 15+days') in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, pap smear abnormal, d & c, ovarian cyst, fallopian tube enlargement, pelvic pain and hyperemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and migraine ("migraines that are debilitating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue") and polycystic ovaries ("being tested for pcos"). The patient was treated with surgery (endometrial ablation on (B)(6) 2013 and laparoscopy, bilateral partial salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, salpingitis, heavy menstrual bleeding, weight increased, alopecia, migraine, fatigue and polycystic ovaries outcome was unknown. The reporter considered alopecia, embedded device, fatigue, heavy menstrual bleeding, migraine, polycystic ovaries, salpingitis and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2010. Discrepancy noted in date of removal: (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, salpingitis. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-may-2021: this case become serious incident. Mr received. Reporter information, patient's medical history, lot number, events: an embedded coiled portion of gray metal wire, subacute salpingitis and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.